Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been beeping since (B)(6) 2022. The healthcare professional is wanting to know the possible causes. The device was interrogated today in the clinic and there was an alert to check the right ventricular (rv) shock lead. Latitude data was reviewed, and boston scientific confirmed that the beep tones started since (B)(6) 2022 due to an alert for high out of range shock impedance measurement, measuring greater than 125 ohms. The alert has not been reset; therefore, no new alert has occurred on latitude. Additional troubleshooting steps were recommended to evaluate the lead and device. No adverse patient effects were reported. No further information is available. The device and rv lead remain in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been beeping since (B)(6) 2022. The healthcare professional is wanting to know the possible causes. The device was interrogated today in the clinic and there was an alert to check the right ventricular (rv) shock lead. Latitude data was reviewed, and boston scientific confirmed that the beep tones started since (B)(6) 2022 due to an alert for high out of range shock impedance measurement, measuring greater than 125 ohms. The alert has not been reset, therefore no new alert has occurred on latitude. Additional troubleshooting steps were recommended to evaluate the lead and device. No adverse patient effects were reported. The device and rv lead remain in-service.